Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user not to attempt to reuse any disposable supplies because possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) was connected for automated peritoneal dialysis (apd) therapy during the prime. The hp was having an unrelated issue with a power failure while using the homechoice (hc) device for therapy. The hp stated that as a result, the hc went to end therapy, and then the hc was in prime with the hp connected. The technical service representative (tsr) instructed the hp to end the therapy and advised to start over with new supplies. The hp was refusing to set up with new supplies and the tsr told the hp that they would need to contact their registered nurse. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.